Event description:
It was reported that patient's pacemaker exhibited noise. No intervention or procedure were reported. The patient was stable throughout.

Event description:
New information received notes that the patient's pacemaker over-sensed the noise. Programming changes were made. The patient was stable.